Event description:
The caller alleged discrepant results when compaired with the lab.

Manufacturer narrative:
Since the lot has expired on 01/31/2006, testing cannot be performed on this lot.

Event description:
The following results were reported. (See scanned table.)